Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although specific value was not provided. Cause was not known. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.